Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the customer via phone that prior to an unknown procedure during setup their vapr 3 foot pedal would not power on. The procedure was completed with another foot pedal with no harm to the patient or delays to the case. The customer could not provide any further information. The device will be returning for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received and evaluated. Device seems to be in used condition, as inspected. Connector cable was intact, no anomalies were discovered. Via functionality test, the footswitch device was connected to a test generator. A test electrode was connected to the generator. With settings up to maximum wattage, via activation of the footswitch device, the test electrode did not activate in either modes, confirming this complaint. Possible root cause could be due from an internal electrical issue, however a definitive root cause could not be determined. The DHR review indicated that the devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed nine similar, nineteen dissimilar complaints for this lot of devices that were released to distribution. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).